Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Optical examination of the instrument tip identified a crack at the dynamic jaw pivot pin. The location of the crack on the tip is consistent with overload during use. The above observations are consistent with overload.

Event description:
It was reported that the "micropituitary's post is broken between the tip and the handle." There were no fragments left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.